Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the clinical observation of incontinence, was likely caused by a balloon pressure anomaly, which impacted device function. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The ams 800 pump, cuff, and balloon were returned. The cuff and pump were analyzed, and no anomaly was identified. The balloon was visually inspected, microscopically examined, and leak and pressure tested. The balloon did not pass the pressure test as its pressure was out of specification. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists urinary incontinence, and atrophy, as potential adverse events associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to a surgical procedure. Clinical evaluation diagnosed urethral atrophy; however, the physician considers the cuff was the correct size for the patient when initially implanted. All components of the aus were removed and replaced with a new device.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to a surgical procedure. Clinical evaluation diagnosed urethral atrophy; however, the physician considers the cuff was the correct size for the patient when initially implanted. All components of the aus were removed and replaced with a new device.

Manufacturer narrative:
Pending investigation closure.